Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor burst. This occurred during filling with 71 ml of sodium chloride and 20 ml of 5-fluorouracil. There was no patient involvement. No additional information is available..

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection the reservoir was observed to be ruptured. Microscopic inspection showed a marking on the interior surface of the reservoir near the line of rupture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.